Event description:
A male pt for laparoscopic appendectomy. Surgeon attempted to use u.s. Surgical endo catch gold bag which shredded and tore upon deployment. The bag was retrieved without difficulty. No harm or injury to the pt.